Manufacturer narrative:
G4: PMA number.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 510 mg/dl. Customer addressed their bg with a correction bolus via pump to address elevated bg level. The customer reverted to an alternate method of insulin therapy.